Event description:
The patient reported that there was a loss of stimulation and that the changes were intermittent/erratic. It was noted that the implantable neurostimulator (ins) shuts off while the patient was in a hanger at a base. When the patient was at work their stimulation did not seem to work. The stimulation would come on and then go off depending on what equipment they were around. It was noted that when they did not feel stimulation they would increase the stimulation to a point where they could feel it but then when they moved to another location the stimulation would become too strong. They only felt intermittent stimulation while at work. The patient is around a lot of radios, and other electro magnetic interference (emi) equipment all the time. It was noted that at home they were able to feel the stimulation just fine. Other relevant medical history includes spinal pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.